Manufacturer narrative:
This complaint was determined to be MDR reportable after additional info was received on (B)(4) 2011. The device was not returned; therefore, failure analysis cannot be performed. A review of the device history record (DHR) was performed for this lot and no ncmrs have been initiated that are related to this failure mode. Additionally, non conforming material review (ncmr) history was reviewed and no ncmrs have been initiated that are related to this failure mode. User error (as reported by the arstasis rep present during the case) is responsible for the non release of the heel when the physician obstructed the release mechanism with his thumb, but it is unclear as to whether this ultimately led to the hematoma, or if there were other contributing factors. Therefore the ultimate root cause is unk. The incident was discussed with the physician and he was retrained on proper use of the device.

Event description:
An obese pt underwent a diagnostic procedure through the cfa, during which the physician could not achieve 2nd mark with the axera device. The physician tried a few times, reset the heel and repositioned, to no avail. The physician then attempted to convert to a standard seldinger access, and tried to manually release the heel on the axera device. However the arstasis rep who was present during the case reported that the physician's thumb obstructed the release mechanism. The physician thought the heel was released and so pulled out the device, but the heel was still deployed. The diagnostic procedure was completed following a standard seldinger access. During the procedure the pt developed a 7cm hematoma. After the procedure manual compression was held for 20 minutes. The pt recovered without sequelae.